Manufacturer narrative:
(B)(4). Date of initial report : (B)(6) 2015. Date of follow-up report: 01/22/2016. Evaluation of the returned used lf4200 ligasure device confirmed the reported condition. The investigation found that the product did not activate when the button or foot pedal were pressed. The rotation knob was removed and this issue was confirmed to be due to shearing of the inner wires. This type of damage occurs when the rotation knob is rotated after the handle is latched during use, and the root cause is user error. The instructions-for-use included with this product cautions the user not to turn the rotation wheel when the handle is latched, which may cause device damage. Review of the device history records for this lot found no potentially contributing entries from the manufacturing process, and no trend is associated with this complaint.

Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that the device did not seal the artery. There was no injury to the patient. No further information was made available.